Event description:
Boston scientific neurovascular became aware that during a procedure while the subject device was being introduced, friction caused the main coil to break. The broken coil was not in the patient. No complications were reported to have occurred with the patient as result of this event.

Manufacturer narrative:
The subject device is currently being evaluated by the manufacturer.